Manufacturer narrative:
Without a picture or detailed description of the actual burn it is impossible to determine how this could have occurred. The light spot from the headlight is circular and it was noted that the burn was "cresant shaped" which causes one to wonder how the burn could be from the headlight. Certainly on a breast one might expect the surface tissue to be such that an area rapidly recedes from the source of the light thus reducing its intensity. Nonetheless, it seems more likely the burn would be generally circular. Without further information this cannot be properly addressed. All equipment (two each lighthouses, headlights and fiberoptic cables) were returned to us and were evaluated by our service and repair technician as well as an engineer. All equipment was found to be in excellent working condition with no abnormalities present.

Event description:
The patient was admitted to the hospital for stage ii right breast reconstruction with removal of tissue expanders and placement of silicone gel implants with left breast reduction for symmetry purposes. It was noted during the procedure that the patient had sustained a crescent shaped first degree burn on the skin at the right breast incision site. No blisters were seen. The area was bandaged along with the routine breast dressings. It was thought that the headlight that the surgeon was wearing and using may have caused the burn by heating the tissue excessively.